Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2011. He had hbv. Diameter of the aneurysm was as big as main body and iliac leg graft could be migrated. Anatomical form of both sides of cia was like open widthwise. The physician judged that the pt anatomical form was suitable for the endovascular repair. After main body was guided by -aus2 and deployed, the physician attempted to place contralateral (right) iliac leg graft with -aes. However, because the delivery sys would not be advanced, it was placed changing the wire guide in lunderquist. When the grey positioner was to dock with the top cap, the grey positioner could not be advanced because the delivery sys was bent to contralateral site. When the top cap was going to be withdrawn after changing the wire guide into lunderquist, the physician noticed that the contralateral iliac leg graft was separated from the main body. Ipsilateral iliac leg graft was placed, then converter placement was tried but failed because the sys was bent toward contralateral site. The converter delivery sys could not be advanced even though lunderquist was advanced up to ascending aorta. Ipsilateral iliac leg graft was found separated from main body as well. Pull-through method was performed by inserting wire guide from brachial artery and snare from both ipsilateral and contralateral sites to additionally place an add'l iliac legs; one contralateral and one ipsilateral. Separated parts between pre-placed iliac legs and main body were covered by these grafts. There has been no adverse effects to the pt.

Manufacturer narrative:
(B)(4) - separates is not listed in the instructions for use. Event is still under investigation.